Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact without any observation of physical damage such as lifting or peeling. The issue with the keypad button malfunction was unfounded. The "up/down/ok/contrast" keypad buttons are intermittently responsive. In addition, the bolus button was defective but was functional. However, there was evidence of keypad adhesive found under the key contacts.